Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During implant, the right ventricular lead was moved after it was noted the r-wave measurements had decreased. After moving the lead, it was apparent that the lead had perforated the right ventricle at the first placement. Chest compressions and a pericardiocentesis were performed, and the patient was stabilized. The lead remained implanted. The patient was recovering.